Manufacturer narrative:
Device analysis report attached. This report is submitted on may 30, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to an infection (site of infection not confirmed). There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site. This report is submitted on july 22, 2024.